Event description:
It was reported that while on a patient, and after exchange of the co2 absorber, the anesthesia machine generated a low minute volume alarm. The patient was removed from the anesthesia machine and ventilated manually. There was no patient injury reported. (B)(4). Reference manufacturer report number 8010042-2013-00092.